Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 7030-6525; 6.5mm low profile hex screw 25mm; lot# wtvj. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that after a revision of unknown components in the patient's right hip, the screw was found to have passed through the shell. Surgeon plans to revise the patient (B)(6) 2022 as the shell spun out. Surgeon is an experienced (over 30 years) in hip cases. Rep is not aware if there was anything unusual about the implantation of the screw (angle, etc.)

Manufacturer narrative:
An event regarding malposition involving a trident ii shell was reported. The event was not confirmed. Method & results: product evaluation and results: no product was returned for evaluation however photographs were provided for review. The photographs show a recently explanted shell. Blood and biological matter is visible on the device. Damage is visible to the screw hole on the shell. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate 20 devices were manufactured and accepted into final stock on 25 september 2021 with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event could not be confirmed as insufficient information was provided. Further information such as device return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. There is no indication to suggest a product nonconformity or unanticipated hazard.

Event description:
It was reported that after a revision of unknown components in the patient's right hip, the screw was found to have passed through the shell. Surgeon plans to revise the patient (B)(6) 2022 as the shell spun out. Surgeon is an experienced (over 30 years) in hip cases. Rep is not aware if there was anything unusual about the implantation of the screw (angle, etc.)